Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 26-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving 15 mg/ml for a total dose of 1.7 mg/day via an implantable pump for spinal pain. It was reported the patient experienced loss of efficacy of therapy. There were no factors that may have led or contributed to the issue. A dye study was performed and the exact results and dates were unknown. It was noted that surgical intervention occurred and the catheter was explanted and replaced with an 8780 on (B)(6) 2019. It was noted that the catheter was broken. The catheter would not be returned as customer discard. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2019. The patient's weight and medical history was asked, but unknown. No further complications were reported/anticipated.